Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. After sometimes post filter deployment, computed tomography studies of lumbar spine with contrast following lumbar spine myelogram was performed and indicated that several of the struts of the inferior vena cava filter extend outside the peripheral contour of the inferior vena cava with at least one of these metallic wires extending approximately 7 mm into the right anterolateral l3 vertebral body and is surrounded by a small focal area of corticated erosive-like change of the vertebral body. It is unclear whether this inferior vena cava filter component is firmly attached to the l3 vertebral body. After one year and eight months, the patient had a filter that might be eroded into the vertebral body of l3 and there was no significant way to retrieve the filter even though it had caused back pain. Computed tomography images of the lumbar spine performed in the axial plane without contrast indicated a mild deployment of inferior vena cava filter with at least one of the tines eroding into the ventral aspect of the l3 vertebral body. After nine months, the patient¿s magnetic resonance imaging studies was reviewed by the physician. A disc protrusion was observed at l3-4 with the spondylolisthesis, subluxation, and anterior collapse at l3-4 where the filter was. The patient¿s computed tomography scan indicated that the patient had avascular necrosis of the right femoral head which needed to be addressed pointing out the risk to undergo surgery since she had cardiac arrest while performing surgery and pulmonary embolus. After nine months, based on the computed tomography images, the radiologist was still convinced that some of the wires from the filter were penetrating the vena cava. After one-month, computed tomography angiogram of chest, abdomen and pelvis acquired with contrast was performed. An inferior vena cava filter was noted which appeared to be tilted with the apex embedded at the anterior wall of the inferior vena cava. There was a redemonstration of struts penetration outside the inferior vena cava wall with one of the struts had extended into the ventral aspect of l3 vertebral body as seen on prior exam. Due to the timing of bolus, unable to evaluate for inferior vena cava thrombus. After ten months, the patient presented with low back pain and bilateral leg pain. Patient had an inferior vena cava filter placed while lumbar fusion procedure was adopted and one of the legs of the filter was eroded into the l3 vertebral body. The physician suggested not to undergo spinal surgery and found that the inferior vena cava filter was causing problems but could not be removed. After two days, the patient was recommended to see vascular surgeon to find about the potential for inferior vena cava bleeding, assuming that the leg of the filter could be caught and fixed within the vertebral body and the inferior vena cava potentially move within the retroperitoneal space which may lead to tearing off the inferior vena cava filter with subsequent bleeding. After one year and one month, the physician had discussed about the risk of removing inferior vena cava filter to the patient and the patient did not want the filter to be removed. A lateral view of a diagnostic x-ray images of the lumbar spine was provided. Surgical hardware was demonstrated from l4-s1 of the lumbar and sacrum. Two screws per vertebral body were attached to a curved rod were used to mobilize the spine. A vena cava filter with a hook at the apex of the filter could be identified. Based on the poor image quality the number of filter arms and legs could not be determined. The identification of the filter could not be determined based on the poor image quality. The filter was located at the level of l2-l3 of the lumbar spine. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten months from post filter deployment, computed tomography of the lumbar spine visualized filter at the l2-l3 level, with several struts penetrating through inferior vena cava and one extending approximately seven millimeter into the l3 vertebral body. Approximately four years from post filter deployment, scan show that the filter was tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced lower back pain; however the current status of the patient is unknown.